Manufacturer narrative:
Continuation of d10: product ID b3400040m serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type extension product ID b3400040 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400040m. Serial# (B)(6). Implanted: (B)(6) 2024: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the cause of the impedance issue was not determined, although the faulty extension was suspected as a contributing factor. An extension revision was scheduled for (B)(6), and the extension is planned to be returned for analysis with results requested promptly by the physician. The issue has not yet been resolved. The representative also reported that the cause of the inability to disconnect the lead from the extension was not determined, no contributing factors were identified, no corrective action is planned as the patient is receiving adequate therapy. This issue will remain unresolved without further action. All information was confirmed and provided by the physician.

Event description:
It was reported that the rep and hcp were implanting the patient's second side lead and connecting to the existing implantable neuro stimulator and extension. Caller stated they tested lead with lead test cable and there were no impedance issues. However, when everything was connected, contact 9a was showing greater than 5k ohms at 1.0 ma. Caller ran stim through 9a at 5 ma as well. Physician torqued down the screw at the connection site and caller ran impedances with auto-ramp algorithm and 9a showed 40k ohms. Caller stated physician was going to swap lead tails in the extensions at the connection site behind the ear to see if the impedance issue followed the lead but then was unable to disconnect the left extension from the left lead, despite the screw being completely loosened. Physician connected everything back together behind the ear and the 9a impedance remained greater than 5k ohms at 1.0 ma and 40k ohms using the auto-ramp algorithm. Caller confirmed unused extension was plugged from time of implant until today. The issue was not resolved through troubleshooting. Agent suggested that with lead testing fine upon implant (and they could test it again in the lead test cable to be sure), there may be an issue with the extension. Agent reviewed, they could swap extension tails in the implantable neurostimulator header block to see if the issue follows the right extension. Agent reviewed they can replace the extension or proceed with the case, knowing 9a would not be available for programming and could potentially cause further impedance issues with 9b and 9c in the future.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400040m (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID b3400040m. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2026. Product type extension analysis identified that the outer insulation of the extension was twisted. Product ID b3400040. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2026. Product type extension analysis identified that conduct #1 is broken 19.4 cm from the distal end. The body of the outer insulation were returned twisted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.